Event description:
The patient was implanted with a competitor's scs lead which was connected to a st. Jude medical ipg using a st. Jude medical a127 adapter. The patient reported experiencing difficulty with obtaining coverage where needed. Diagnostic testing identified invalid impedances. The patient was then referred to a neurosurgeon who elected to explant the entire scs system stating the patient was not a good candidate for a replacement system due to scarring. There was no st. Jude medical personnel present for the procedure/ the explanted devices will not be returned to the manufacturer for analysis.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the reported event. Sjm defers to the patient's physician regarding medical history.